Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. Patient code 3191: generalized illness symptoms if certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: pc (B)(4).

Event description:
It was reported that a (B)(6) patient underwent a primary breast augmentation with unspecified mentor saline implants and experienced a deflation on the right side and generalized illness symptoms including tightness in the chest, rashes, dry skin, memory fog, and bloating post-operatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the right side device.